Manufacturer narrative:
Device was received and evaluated. Device inspection found image check flickering due to fluid invasion at the s-connector (scope-connector). The customer reported issue was confirmed. Once aerated , the image found normal. Further inspection found forceps cover peeling and the probe unit is loose. In addition, two broken elements found on image. The elevator channel inlet was found loose. Fluid invasion noted on um (ultrasound image) connector when opened. The us-el-insulation reading is low due to fluid invasion however, after aeration, the insulation meets the specification. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
As reported, customer reported image problem, with error code not recognizing when plugged in. The issue found during an unknown event. There is no patient involvement associated on this event. Device return inspection found the device forceps cover glue peeling. Probe unit is loose. This report is being submitted for forceps cover glue peeling, probe unit is loose.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received by manufacturer. Correction of the initial medwatch. The aware date should be 07-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and loose probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.